Manufacturer narrative:
See h4 and h11. Complaint has been evaluated and is similar to: 1644408-2022-01272, 343-10-707, s808 - infection, revision surgery if additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Rivision surgery - due to dislocation